Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to oversensing and inappropriate therapy. A sub-clavicular crush was noted and a fracture was found. A new rate sensing lead was implanted.